Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak could not be determined. It is possible that the user technique during device preparation contributed to the reported leak; however, based on the information provided and without the device to analyze, a cause for the loss of fluid column cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the leak in the steerable guiding catheter (sgc), found during device preparation, which, if used, has the potential to cause or contribute to patient injury. It was reported that during preparation of the sgc, after submerging the tip in the basin, the sgc failed to hold column. Three to four (3-4) attempts were made, but were unsuccessful. The device was not used in the anatomy and was replaced without issue. There was no clinically significant delay in the procedure. No additional information was provided.